Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gds was installed in an fi ventilator. The air and o2 flow accuracy test was executed and passed. The ventilator was run for one hour in normal ventilation without errors occurring. No failure was found.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the air flow sensor u1 of the customer returned gds was out of specification which caused the air flow accuracy test to fail and e/c1203 (low leak risk of co2 rebreathing) to occur. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and e/c 1203 did not appear when the ventilator was run for one hour.